Event description:
Pump (universal irrigation console), would not turn off and continued to irrigate into pt's knee. No injury to pt sustained but excess amount of fluid was drained into pt's knee causing swelling of area. Not able to drain or suction off this fluid (wait for absorption) at this point not sure if problem is with the pump (new as of 2/02) or with the tubing.